Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect. A field service engineer found the station online but inaccessible via remote support service (rss), corrected the date and time through admin, reinstalled rss (v4.12) and component manager (v5.27) after multiple failed reloads, logged into rss on the laptop, pushed the sha2, wild cerbt cert, and ecc curves packages, rebooted and restarted rss services, after which customer support center (csc) successfully accessed the station and the unit was rebooted into the application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the time on the system was incorrect and was 12 hours ahead. The nurse reported experiencing issues pulling medications due to the incorrect time setting. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.